Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received a battery error and pump error alert. The customer's blood glucose was 12 mmol/l. The customer stated that the insulin pump went in to water and there was a crack on back of the insulin pump. The customer was unable to rewind the insulin pump. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. An error in the motor was detected by reading unexpected value from hall sensor alarm during testing.the power management tool confirmed the unloaded voltage and loaded voltage was within specifications range. No replace battery alert noted during testing or in the pump trace download. Insulin pump received with cracked case corner of the belt clip rails near the battery compartment. (B)(4) .